Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2019-apr-25. The initial reporter was provided. It was clarified that the catheter had failed a dye study two weeks prior to the date of surgery and a new catheter was placed and attached to the existing pump segment. The existing pump was still being used.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 29-aug-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2019 regarding a patient receiving sufentanil (400mcg/ml at 90 mcg/day), bupivacaine (20mg/ml at 4.5mg/day), and ketamine (2000mg/ml at 450mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the catheter was occluded. The issue was diagnosed via catheter access port (cap) aspiration. Symptoms included loss of therapy, and the change in therapy/symptoms was considered sudden. The event date was unknown. No further complications were reported or anticipated.